Event description:
It was reported that three of the system controller buttons were not able to be depressed. There were no alarms associated with the event. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller buttons ¿not allowing depression¿ was not confirmed. Additional information provided stated that no other issues were observed after the controller was exchanged and that the exchanged heartmate 3 system controller would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, describes the system controller user interface, highlighting the system controller buttons: display button, silence alarm button, and battery button. ¿the display button activates the information display on the screen. Press and release the display button to display information about pump speed, power, flow, pulsatility index, and the charge status of the system controller¿s 11 volt lithium-ion backup battery. The display button is functional only when a system controller is in use¿. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", and heartmate 3 instructions for use section 8, entitled "caring for the equipment", addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.